Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the hinge arms fell off as soon as they touched the mucosa during an unspecified diagnostic procedure involving an olympus endocuff vision while the patient was under sedation. The procedure was completed using the same device with a delay of greater than or equal to 30 minutes. There was no patient injury reported.